Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a device history record review was conducted for product code 545035500, lot no 8159605, smartset ghv gentamicin 40g as part of the investigation for previous reported event (B)(4). The DHR review showed no non-conformances on this lot number. The final micro and sterility tests were passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to loosening of the tibial component, instability, swelling, deformity, difficulty with weight bearing after a fall, limited range of motion, and pain. Doi: (B)(6) 2015; dor: (B)(6) 2017 (rt knee).